Manufacturer narrative:
During remote support, it was identified that the new received blower included a black protective plastic cap, which caused the connector mismatch concern. After the protective cap was removed, the connector properly attached to the motor control pcba and resolved the issue. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a bad blower assembly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer observed that the blower was not spinning. During troubleshooting, the customer accessed the pneumatics screen and applied pressure; however, the blower still did not spin. The rse recommended replacing the blower assembly and provided the customer with the part number and pricing information for the replacement component required to complete the repair. Investigation is ongoing.

Manufacturer narrative:
During further evaluation, it was confirmed by the customer that the device displayed error code 1134 blower stalled message, confirmed by a service mode test showing no response from the blower rpm. A replacement blower assembly was ordered. However, upon receiving the replacement, it was found that the blower was not compatible with the existing mc pcba, therefore a new mc pcba was required. The faulty blower has been sent back to philips for root cause analysis.